Event description:
As reported by our french affiliates, during implant of a 20mm sapien 3 ultra valve in the aortic position by transfemoral approach in a patient with femoral artery diameter of 5.1mm with minimal calcification, although some resistance was felt when introducing the commander delivery system with crimped valve through the esheath, the valve was deployed successfully. During access closure, a minor femoral dissection occurred requiring the placement of a stent. The patient was stable post procedure. The esheath likely caused the injury given the small vessel diameter but it was not confirmed.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a follow up. The following sections of this report has been updated: update to b4, d1, d4, g3, g4, g6, h2. The investigation remains ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an engineering investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for difficulty advancing through sheath was unable to be confirmed due to unavailability of imagery or returned device for evaluation. Available information suggests that patient factors (undersized vessels) likely contributed to the event as reported information indicated minimum femoral artery diameter was 5.1 mm, as per IFU, the minimum luminal diameter sufficient for use of the 14fr esheath+ (' 5.5 mm). Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment is captured in the technical summary written by edwards lifesciences, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfering with access vasculature resulting in additional percutaneous intervention, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold and no pra update is required, no further action is required. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Prior corrective action, detailed in the technical summary, captures prior high push force investigation and corrective/preventative action. Trending analysis indicates complaint rates are within the control limit. No further escalation is needed at this time.